Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia to 56 mg/dl after announcing a larger-than-usual meal about one and a half weeks into use; the user had eaten cookies to correct and asked about pausing insulin, and was advised that pausing is only indicated when disconnected from the device, along with education on the meal algorithm adaptation process. Symptoms included low blood glucose without reported clinical manifestations. Outcomes included self-recovery with rising glucose to 60 mg/dl during the call, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education regarding appropriate device use and meal announcement adaptation. Investigation of this case revealed no device malfunction reported and no component issues identified, with the event consistent with therapy-related hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.